Manufacturer narrative:
(B)(4). Only year is known. It is assumed first day of the month (month, year) that the complaint was received. Batch # unk. Investigation summary: two cases were reported of a tyvek with product code gst60d, lot # t41u27, exp. Date: 202-10-31. Lot number was reviewed, and no information was found that match the lot number printed on the tyvek. In addition, the same lot number was observed with different expiration date. Based on the photos reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that this reload is parallel imported and it may affect patients safety. No patient consequences reported. No further information is available.